Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a system message displayed and the system locked during setup for a procedure. The pt had already received anesthesia when it was decided to cancel the case. There was no harm to the pt.